Event description:
This is report 2 of 3 for (B)(4).

Event description:
Device report from colombia reports an event as follows: it was reported that during a procedure on (B)(6) 2022, a screw that had previously been assembled with stardrive had a damaged recess. Additionally a drill bit was dull. Procedure was completed successfully. There was no patient consequence. Upon manufacturer investigation, it was determined that the screw recess was stripped. This report is for a 3.5mm locking screw slf-tpng w/stardrive(tm) recess 60mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Part: 212.124. Lot: 748p033. Manufacturing site: jabil grenchen. Release to warehouse date: 28 march 2022. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image(s). Visual analysis of the photo revealed that the screw recess of lockscr ø3.5 self-tap l60 sst was stripped. No other problems identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for lockscr ø3.5 self-tap l60 sst. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.